Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The instruction manual was reviewed, and described cautions related to the phenomena were identified, as below: instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use [warning] ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that due to the damage on the acoustic lens, insulation resistance does not meet the standard value. Additionally the acoustic lens damage reaches the glue layer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the acoustic lens is damaged on the ultrasound gastrovideoscope. Reportedly, there is a gap at the tip due to the pinhole. There were no reports of patient involvement.